Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 703:00 was found during pre-accuracy test and duplicated during product evaluation. The assignable cause was a defective user interface module printed circuit board. The user interface module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump encountered failure code 703:00. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.